Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, the esheath+ was in rfa. The delivery system was entering the sheath when the valve emerged with a 90-degree bent strut. The physician was not comfortable deploying the valve, so they attempted to retrieve the it through the esheath; however, it started to push over the delivery balloon and eventually off the system altogether. The deep bend in the iliac was perceived to be the root cause of the bent strut. The physician then attempted to snare the valve into a dryseal 26fr sheath. Upon placing the sheath, it would not advance up the aorta and ultimately caused iliac vessel dissection. Vascular surgery was called but could not retrieve the valve, so they decided to "crush" the valve against the vessel wall using a viabahn covered stent. There was bleeding, requiring transfusion. Blood flow was then restored. The sheath and delivery system had to be removed as one unit, and another sheath was prepared.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted as a related manufacturing report number is now available. B4, g3, and h2 have been updated. Additional information has been provided in h10.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, frame damage was confirmed based on information provided by the field clinical specialist. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported 'the delivery system was entering the sheath when the valve emerged with a 90-degree bent strut' and 'the deep bend in the iliac was perceived to be the root cause of the bent strut'. Additionally, it was reported that the patient's access vessel has moderate calcification and tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case.